Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/7/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. A manufacturing record evaluation was performed for the finished device 6518872 number, and no non-conformance's were identified. During visual evaluation of the sample, two tears were observed. Tear a was within a crease, measured approximately 0.2 cm, and was located on the anterior view. Tear b measured 2 cm and was located on the anterior view extending to the posterior. Microscopic examination of the edges of the tear b revealed striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The tear a rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 375 cc saline prothesis, catalog #: 3501660, lot #: 6518872. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a mentor smooth round moderate profile 375 cc saline prothesis that was filled to 400 ccs experienced left sided deflation post procedure. As a result, bilateral capsulotomy and replacement with a new set of mentor smooth round moderate profile 375 cc saline protheses was performed.